Event description:
A home pt (hp) contacted baxter's technical svc ctr (tsc) for assistance regarding a "check heater line" alarm rec'd during fill 1/4 of their automated peritoneal dialysis therapy. Reportedly, while the hp was checking the heater line of the homechoice set for kinks or indentations, hp discovered that the heater line was wet. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp.